Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. On (B)(6) 2025, the patient experienced loss of consciousness but no further symptoms were reported. When a fingerstick was taken the cgm was reading was initially 5.0 mmol/l, but the blood glucose reading was ¿very low¿, and was reported to be 0.1 mmol/l. The patient was treated with glucagon by the reporter but did not visit a healthcare facility. At the time of the report it is understood that the patient recovered from the event. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No injury or medical intervention was reported.